Event description:
It was reported to the MFR by a customer that an employee had a possible allergic reaction after allegedly breathing in a powder substance. It was noted that after the employee put on the mask, she felt tongue swelling, throat itchiness, and chest tightness. The employee was given benadryl, prednisone, albuterol and an advair inhalant. There was no report of serious injury or death as a consequence of this event. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified.

Manufacturer narrative:
A review of this complaint with the research and design team revealed that no powder substances are utilized in the manufacturing or packaging of this mask. A follow-up report will be provided if additional relevant information becomes available. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.